Event description:
It was reported that following apogee mesh placement, the pt experienced vaginal discharge, clostridium difficile, and a perirectal abscess. The pt "desired surgical removal." No further pt complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.